Manufacturer narrative:
Concomitant medical products: w2dr01, ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right atrial (ra) lead exhibited a failed atrial lead position check (alpc). The ra lead remains in use. No further patient complications have been reported as a result of this event.